Event description:
The customer reported a fluid leak of approximately 20 ml from the probe of a coulter act diff 2 analyzer. The leak was not contained within the instrument and no error messages were observed by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse confirmed a leak from the aspiration probe and replaced all drain waste tubing to resolve the issue. The fse performed shut downs, start ups, and qc and all passed. The fse also ran three (3) blank samples to verify the instrument, and did not observe the probe leaking. (B)(4).